Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The pump was received inoperable per the reported symptom of "system error 105" caused by a failed motor (seizing). The motor assembly will be replaced.